Event description:
The facility reported a colleague infusion pump that experienced a damaged battery alarm. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.